Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient diagnosis: 1. Chronic renal failure, renal anemia, chronic kidney disease stage 4 2. Post-cerebral infarction sequelae 3. Type 2 diabetes mellitus, type 2 diabetic peripheral neuropathy altered mental status, endotracheal intubation, ventilator-assisted ventilation, continuous microinfusion of norepinephrine, propofol, sufentanil, etc. At 19:30 on (B)(6) 2026, the patient's blood pressure dropped to 80/35 mmhg. Examination revealed significant fluid leakage at the three-way connector of the central venous catheter. Upon closer inspection, the three-way connector was found to be leaking. It was immediately replaced. Three minutes after replacement, the patient's blood pressure rose to 105/45 mmhg.